Event description:
Newborn with gastrochesis required insertion of catheter. Shortly after insertion of catheter, infant noted to be perfusing poorly, dusky color. Echo done & confirmed need for pericariocentesis. Procedure performed & infant's condition improved immediately.